Event description:
The complainant (medical director) reported a pt in "asystolic arrest (no chance of survival)" prior to use of the defibrillator. The complainant reported an event involving this pt in which the defibrillator gave an "attach pads" prompt although the defibrillation pads were attached to the pt. The defibrillation pads were removed, another set of pads was attached to the pt, and the device functioned properly.